Event description:
Information was received that a smiths medical cadd legacy, mdl 6400 had turned off while infusing. Patient was without remodulin for approximately 32 hours. Her backup pump was then used to continue infusion. No adverse events were experienced as a result.